Event description:
Same case as: 2134265-2013-07633, 2134265-2013-07635. It was reported that automatic pullback was unable to be performed. The atlantis sr pro² imaging catheter was used in conjunction with the motor drive unit (mdu) to visualize the lesion. The target lesion which was located in an unspecified vessel is non calcified. During percutaneous coronary intervention (pci), automatic pullback had been unsuccessful. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for evaluation. Evaluation of the returned device revealed that two flaps of hub rotator were damaged. The unit was able to connect into mdu system properly. A kink was observed in the sheath assembly at 54.1 cm from femoral marker at the distal end. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2013-07633, 2134265-2013-07635. It was reported that automatic pullback was unable to be performed. The atlantis sr pro² imaging catheter was used in conjunction with the motor drive unit (mdu) to visualize the lesion. The target lesion which was located in an unspecified vessel is non calcified. During percutaneous coronary intervention (pci), automatic pullback had been unsuccessful. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).